Event description:
It was reported that during a surgical procedure at the user facility, the surgeon found foreign material looking like a cluster of dust coming from the hood. It was reported that the material did not fall into the surgical site. It was reported that the procedure was completed successfully. No delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
The device will not be returned for analysis; it is not possible to determine the cause of the reported event without an evaluation of the device.

Event description:
It was reported that during a surgical procedure at the user facility, the surgeon found foreign material looking like a cluster of dust coming from the hood. It was reported that the material did not fall into the surgical site. It was reported that the procedure was completed successfully. No delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Additional information will be submitted once the quality investigation has been performed.

Manufacturer narrative:
The lot number of the device was received.

Event description:
It was reported that during a surgical procedure at the user facility, the surgeon found foreign material looking like a cluster of dust coming from the hood. It was reported that the material did not fall into the surgical site. It was reported that the procedure was completed successfully. No delay, no medical intervention and no adverse consequences were alleged with this event.